Event description:
The customer contact reported the device lower touchscreen does not respond when pressed. No specified details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info shown by the reporter upon query by hospira personnel.